Event description:
The hosp claims that during an abdominal aortic aneurysm procedure, after the graft was anastomosed and the clamp released, the graft leaked blood through its walls (exact quantity unknown at this time) [as if it had no collagen impregnation]. The dr elected to replace the graft, rather than attempt stop the leakage. The pt was given add'l fluids to replace the loss of blood. The procedure outcome was fine. Note: 0n 11/12/1999, the co learned that the quantity of blood lost through the graft is unknown and unattainable. In addition, the graft leaked from its entire length. Note: on 11/18/1999, the co learned that although the quantity of blood lost throughout the procedure was estimated by the anesthestist as 1,100cc, the quantity lost through the graft is unknown and unattainable. Also, the graft leaked increasingly throughout the interstices of its entire length after it had been sutured to the infrarenal artery and checked for suture leakage. The graft was filled with blood on four separate occasions to increase pressure. In addition, the graft was not replaced, as initially reported, but was left in the pt after hemostasis was achieved with [ddavp], surgicel and protamine (75mg to reverse 7500u of total heparin). The total fluid replacement to the pt was 500cc each of 5% albumin, hespan and [prbc]. Also given were 400cc of fresh frozen platelets(ffp), 253cc of cellsaver blood and an add'l 500cc of 5% albumin, post-operatively. The pt did progressively well and was discharged on 11/16/1999.